Event description:
One heel warmer ruptured while being activated, it was discarded. The employee received chemical burns on the right forearm, abdomen and right leg. The substance in the heel warmer ate through the employee's clothing. A second heel warmer (lot unknown) developed a few pinholes during activation; it is available for examination.